Event description:
It was reported the device has a broken black connector on the top. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases, side bail covers, and battery drawer are broken. Keyboard is scratched.